Event description:
Bd smart site extension set lot #2105462: complete resistance when attempting to flush prior to starting an IV access on a patient. Obtained a new extension set. Same issue x3 with same lot #. Product did not reach patient each time the lot failed. I reconnected with different lot of same product and was able to be flushed with out resistance prior to start of IV.